Event description:
A malfunction alarm, identified with code malf 9, was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to contact support again if the issue reappears, which the customer understood.